Event description:
Open cholecystectomy performed on 11/27/95. Two clips were placed distal to the bifurcation of the cystic duct. On 12/5/95, the pt was taken back to surgery where 3900 cc of interstitial bilous drainage was drained. Auto amputated cystic duct with inability to find the clip on cystic duct portion were noted. The fluid leakage was from this site. Co was notified on 12/15/95 and after discussion it was determined that this event should be reported as possible cause for the above event.